Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. On (B)(6) 2011, in cycle 5 the user drained 2403 ml. The volume was greater than 160% of the largest prescribed fill volume of 1500 ml and met iipv criteria. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain. Use error. Tidal uf removal set too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Five increased intraperitoneal volume (iipv) situations were identified in the log of a returned homechoice (hc) device. This is report 3 of 5. The iipv occurred on (B)(6) 2011 during drain cycle 5. The programmed fill volume was 1500ml. The drain volume was 2403ml. This volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.